Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading is 132 mg/dl. The insulin pump has not been dropped. The drive support cap was pushed in today. The insulin pump will be replaced. Nothing further reported.